Event description:
It was recently reported that a stent was implanted for treatment in 2002. In 2003, the cover was found to be destructed. A new stent was implanted. It was reported that there was no injury to the pt and the pt's condition after the procedure was reported as okay.